Manufacturer narrative:
No button error alarm or failed batt test alarm noted. Unit had no button response due to corroded keypad traces. Unable to test the operating currents and weak battery alarm due to no button response. Unit had a scratched display window and cracked case at display window corner upper right corner. No moisture damage noted on electronic assembly or on motor. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm, failed battery test alarm, and keypad anomaly. The blood glucose at the time of the incident was 130 mg/dl. Troubleshooting was performed. The device was returned for analysis.